Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts' lives and other healthcare-related conditions. Reportable event: one pt fainted while using an electrical welding machine. After the fainting episode, his ipg began to act erratically, turning itself on and off randomly, both during the day and at night. The parameter settings of the stimulator were not affected and nothing abnormal with the device was discovered when checking the stimulator with the programmer console. The stimulator was removed for examination, and showed irreversible damage to the magnet on/off switching mechanism. This ipg was replaced with another device of the same type.

Manufacturer narrative:
(B) (4)